Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in past five months on unknown date with blood glucose level was unknown. Customer stated insulin pump battery was dead and did lot of alarms. Customer stated insulin pump had unexpected restart alarm and did not passed rewind and fill tubing part also they tried pencil method but the piston was not moving up. Customer did not want troubleshooting for serter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08695 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm during testing. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No rewind anomaly or drive/motor anomaly noted. The motor was tested outside of device and passed. Device was monitored for 2 days. No blank display, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).